Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown, serial# unknown, product type: unknown.

Event description:
Additional information received from the consumer reported that they were having the same issues as they were trying to charge again but still had problems getting the coupling bars shaded in. The consumer mentioned that the patient tried using the belt on the morning of this report but they had to tighten the belt a lot, and now they haven¿t been using it. The consumer stated that they did everything they could and still couldn¿t get coupling bars shaded in. Sticky pads were sent to the patient but they didn¿t help since the antenna had to push up on their skin for pressure. During the call, the consumer repositioned the antenna several times and confirmed that it was over the patient¿s skin with pressure. They also adjusted the dial several times and had the patient stand and sit, but the coupling bars still weren¿t shaded. It was noted that the patient tried using the antenna locate (al) feature but it still didn¿t resolve the issue. It was recommended that the patient contact their healthcare provider (hcp) for further assistance.

Event description:
A consumer reported that it was taking the patient too long to charge and that they were getting poor coupling. The consumer stated that the patient was having a difficult time maintaining the charge bars. It was reported that the patient could get 8 bars but only briefly, then it would go down to zero bars. Troubleshooting steps were performed and the issue was resolved. The patient was able to maintain 6-8 coupling bars. Due to the poor coupling, the patient¿s therapy turned off on the date of this report and their pain returned. It was noted that the patient had an appointment with their healthcare provider (hcp) and a manufacturer representative in a few days. Indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.